Event description:
Initial report: this non-serious case from (B)(6) was received from a nurse on 03-jun-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a (B)(6) female, patient, who received two treatments of poly-l-lactic acid (sculptra) therapy. No further treatment details were mentioned. The patient developed lumps four weeks after her second treatment with poly-l-lactic acid therapy. Action taken - no action taken. Corrective treatment - unknown. Outcome - not recovered/not resolved. A ptc (pharmaceutical technical complaint) was initiated: (B)(4); (B)(4). Reporter's causality assessment: not provided.